Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
The rx shows a broken neck. Allegedly the patient reported that he fail, but it is not clear if he fail due to the broken modular neck or if the modular neck broke due to the fall. The original surgery was in (B)(6) (hospital (B)(6)) but the revision was in (B)(6) (hospital (B)(6)). A femoral revision was done on (B)(6) 2018.